Event description:
It was reported that the user completed a supply change the prior evening but the next morning the pump was out of insulin, with indications that the infusion set or connector was not attached correctly and that required steps were not recorded, and the caregiver reported ignoring some alerts; additional training was initiated and in-person training was recommended. Symptoms included hyperglycemia, with a blood glucose of 216 mg/dl. Outcomes included the need for troubleshooting and education with escalation for additional training. Investigation included call review, troubleshooting, and education regarding proper infusion set and cartridge handling, alert adherence, and use of the ilet system. Investigation of this case revealed probable user error related to infusion set deployment or connection, compounded by ignored alerts, which is consistent with improper use of the infusion set and cartridge components. It was concluded, based on previously established findings for similar reports, that the cause was use error.